Manufacturer narrative:
Device evaluation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. An additional problem was found, the vhome trim would not calibrate due to assembly handling. Additional information: the patient was removed from the ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the volume delivery of the flow valve was high on the ltv (lap top ventilator) 2150. It was set to 500 ml but was delivering 561 ml. At this time, there is no information regarding patient involvement associated with the reported event.